Manufacturer narrative:
Unit received with broken reservoir tube lip completely broken off. Unit received missing o-ring (reservoir tube). Unit received missing end cap sticker. Unit received with cracked case at display window corners, case at reservoir tube window corners and battery tube threads.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged. Customer stated that pieces of the reservoir compartment chipped and came off after tightening. Blood glucose level at the time of the incident was 119 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected information will be provided in this report.